Event description:
It was reported, the pt fell on concrete directly on back in (B)(6) 2010. Following the fall, coupling became worse. The pt used to get all eight boxes filled in and now only gets 2 boxes filled. The pt had an x-ray done and it was confirmed, the device and leads had moved since the fall. The pt experienced a burning sensation whether device was on or off as well. The pt had a loss of therapeutic effect, was no longer helping, and was not in the same spot. The pt was in the process of finding a new physician due to insurance issues. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).